Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported surgeon was not able to lock the proximal femoral nail antirotation (pfna) blade during a surgical procedure on (B)(6) 2018. Surgeon removed the blade and attempted to insert it again but was not successful. Surgeon then tried using a different pfna blade and was able to lock the blade. Surgery was completed successfully with a delay of approximately 20 minutes. This report is for one (1) pfna blade. (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 04.027.034s, lot# l585707. Manufacturing location: (B)(4), release to warehouse date: sep 28, 2017, expiry date: sep 01, 2027. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The complained pfna blade was received with too much in-screwed locking mechanism. This was inserted post-manufacturing as this feature is tested 100% after assembling procedure. As result of this mispositioning of the locking mechanism, it was not possible to lock the construct as foreseen intra-operative. After correct positioning of the locking mechanism, the carried out functional test could be performed as intended. The pfna blade could be locked and unlocked as foreseen. No product related issue could be identified. This pfna blade is in faultless condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.